Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant ii stent graft was implanted during the endovascular treatment of a 51mm aaa. It was reported that during the index procedure a contrast agent leak was confirmed at a sharp angle during the contrast study. It was noted that there was no excessive ballooning was performed. Blood flow entered into the aneurysm, and the beat did not stop and therefore an additional limb was implanted. Afterwards, the endoleak disappeared, so the procedure was completed. Per the physician the cause of the event was that the device was punctured. No additional clinical "sequelae" were provided and the patient is fine.